Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the therapy was not blocking the pain as they hope it would do. The patient reported that they still have lower back pain to the butt on the left side and calf. The patient reported that they were told that the device could hold up to 8 programs but for the last four years they only had 3 programs to work with. The patient reported a loss of therapy and having pain. The patient reported that they were planning to meet with the manufacturer representative to have additional programs added if this will resolve some of the pain.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.